Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to insert the needle into the fill port, then pull back on the plunger until it is fully retracted to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels ranging from 168 to 280 mg/dl. The customer took manual injections to address bg level. Reportedly, air bubbles were present. During troubleshooting with tandem technical support, the customer was instructed on using fill tubing to prime tubing until no air bubbles are present. It was also reported that the customer had not been performing the air removal step during the cartridge load process. The customer was instructed regarding the proper load process.